Event description:
The customer reported when pumping nacl the compounder pumped sodium acetate instead. During the initial call with the customer, baxter technical support performed troubleshooting which included a review of the formulary and it was found the customer had the incorrect ndc code entered in the formulary. The compounded bag was infused to this patient. No patient injury. No medical intervention was needed. This report is in reference to patient 2 of 3. Additional information was requested and is not available.

Manufacturer narrative:
As the reported event was a formulary configuration issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. Should additional, relevant information become available, a supplemental report will be submitted. This event is logged under complaint file #(B)(4).